Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an upstream occlusion alert would not clear during use of two (2) novum iq large volume pumps. This was observed during patient infusion. The set was reloaded making sure the tube was straight across the pumping tab; however, the upstream occlusion alarm reoccurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.